Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Per dealer, chair keeps pulling to the left, as right motor will not lock while going down hill (10% grade and lower) when enduser takes hand off joystick.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer, chair keeps pulling to the left, as right motor will not lock while going down hill (10% grade and lower) when enduser takes hand off joystick.